Event description:
The patient stated that they were out of the country when they encountered a high blood glucose level of greater than 250 mg/dl between 4 and 24 hours of wearing the pod. The patient did not smell insulin or feel any wetness. The pod was removed from their back, and they noticed the cannula was bent. The patient gave themself an insulin injection via a syringe and a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The device was received for evaluation. There were no bends or kinks found during inspection of the soft cannula. There was no device problem found.